Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 15-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The 2.75x16mm, de novo target lesion was located in the non tortuous and non calcified left anterior descending artery. The lesion contained a bend between 45 and 90 degrees. Following post dilation of a 2.0x15mm balloon, a 2.75x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same no patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by manufacturer: promus element plus, mr, ous 2.75x16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified stent damage; damage was noted at the proximal and distal end of the stent. The undamaged mid crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.